Event description:
It has been reported to philips that the system will not power on, will not go past 0:00. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and unable to exposure x-rays, fse found that the unit had been turned off and rebooted three times, the system was returned to use in good working order. The codes were updated based on the investigation outcome.